Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The 3.5x19mm graftmaster covered stent failed to cross the lesion due to the anatomy. Another graftmaster was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat a perforation in a heavily calcified and moderately tortuous vessel in the left anterior descending (lad) artery. The 3.5x19mm graftmaster covered stent failed to cross the lesion due to the anatomy. Another graftmaster was used to complete the procedure. There was no reported adverse patient effect and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the graftmaster device was received with the hypotube separated. Follow-up with the site was performed and the site confirmed they were aware of the separation stating the graftmaster separated after removal from the patient. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device which identified the hypotube was separated. Follow-up with the site was performed and the site confirmed they were aware of the separation. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.